Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record could not be conducted due to the lot number being unknown. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported withdrawal difficulty with the involved angioseal device during a procedure. The following information was provided by the user facility: the angioseal was placed as normal; when the device was pulled out the as and the green tube appeared and was pushed down as usual; during removal it became stuck in the patient; pull gently on the device was unsuccessful and no movement was seen; the patient had no history of problems and there was no calcification; the patient did not suffer from any sort of obesity; eventually a little bit more force was used and the device came lose; further inspection of the device it was noted the compaction tube was a bit damaged at the distal end; a certified nurse placed the as, ine ineverreussel; and the patient was reported as stable. Additional information was reported on (B)(6) 2017: the current condition of the patient is good. The procedure outcome was as expected and not influenced by the events that occurred during the angioseal placement.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the returned device evaluation. One of the following 6f angio-seal vip components were returned. Fully opened aluminum foil pouch, hemostasis sheath, cta, dilator and guide wire were returned. A blood-like substance was seen on the returned components. The carrier tube assembly had been fully inserted into the hemostasis sheath, but was in the front-lock position. There was no damage to suggest that the deployment sleeve had been forcibly moved from the rear-lock position; no damage was noted to the deployment sleeve proximal locking tabs or the tensioner cap latch hooks. The tamper tube was returned loose. A 0.12" of carrier tube exited the sheath. A 2.2" length of suture exited the carrier tube distal end. The clear heat shrink tubing was exposed on the suture. The anchor, collagen and black heat shrink tube were not returned. Functional testing was performed. The carrier tube assembly was moved to the full rear-lock position; positive engagement was verified, and a distinct "click" was heard. Visual, dimensional and functional testing results could not confirm the complaint. The likely root cause is that the carrier tube assembly was not inserted properly into the hemostasis sheath, consistent with forcible contact and inconsistent with IFU. The IFU was reviewed and sufficient instructions were found for insertion of carrier tube assembly into the sheath. The root cause of the reported event cannot be determined. However, the damage at the distal end of the tamper tube is likely to be related to forceful pulling of tamper tube, consistent with full forward lock position which is against IFU. The tamper tube was returned loose and had been damaged at the distal end. The tamper tube condition is consistent with forcible contact and improper position of carrier tube assembly into the sheath which is against IFU. How or when the damage occurred remains unknown. Product specific trending for the past three years shows there has been four similar reports. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. According to angio-seal vip IFU (B)(4) ((B)(6) 2016), at b and c, it clearly illustrates about setting the anchor, insertion of carrier tube assembly in to the sheath and sealing the puncture site. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.